Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited elevated pacing impedance. The patient was in stable condition, and the lead would continue to be monitored.

Event description:
Additional information noted the lead was cut and abandoned on (B)(4), 2018. The right atrial lead was explanted because of adhesions from the right ventricular lead. New leads were implanted. The patient tolerated the procedure well and was discharged.